Manufacturer narrative:
The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade requiring pericardiocentesis. It was reported by the caller that the patient suffered a perforation on the base of the left atrial (la) apex. The caller stated that they were delivering radiofrequency (rf) therapy at 40 watts when the physician felt/heard a steam pop. The physician used the soundstar ultrasound catheter to visualize the perforation on the base of the left atrial (la) apex. The procedure was terminated at this point. A pericardiocentesis was performed and 1,000 ml of fluid was removed, and the drainage tube was left in place. The caller stated that the patient remained hemodynamically stable, but had a brief drop in blood pressure, which was treated by the physician. Max wattage used was 45 watts. Total ablation time was 18 minutes, and 45 seconds. The patient was being admitted for observation, and the treatment course of action is unknown at this time. It was also reported that there was no ablation data being displayed on the smartablate remote. The caller stated that they replaced the smartablate to remote cable and the issue was resolved. Since there was no indication that ablation could not be started this issue will be coded as ¿remote monitor - no connection¿. On (B)(6) 2020, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. Initial visual analysis found that the catheter has a kink in shaft. The returned condition itself was assessed as not MDR reportable since the potential risk that it could cause or contribute to a death or serious deterioration in state of health is remote.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade requiring pericardiocentesis. It was reported by the caller that the patient suffered a perforation on the base of the left atrial (la) apex. The caller stated that they were delivering radiofrequency (rf) therapy at 40 watts when the physician felt/heard a steam pop. The physician used the soundstar ultrasound catheter to visualize the perforation on the base of the left atrial (la) apex. The procedure was terminated at this point. A pericardiocentesis was performed and 1,000 ml of fluid was removed, and the drainage tube was left in place. The caller stated that the patient remained hemodynamically stable, but had a brief drop in blood pressure, which was treated by the physician. Max wattage used was 45 watts. Total ablation time was 18 minutes, and 45 seconds. The patient was being admitted for observation, and the treatment course of action is unknown at this time. On june 9, 2020, the product investigation was completed. Device evaluation details: the device was visually inspected and it was found kink in shaft. The magnetic, temperature and force features were tested and no issues were observed. In addition, the catheter was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed and no internal actions were found during the review. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the kink in shaft cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).